Manufacturer narrative:
Pump was received with pump error 68/49/23 alarm after battery changed and power supply test failed during self-test alarm during self test and high sleep current due to moisture damaged electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. The self test was failed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device was returned for analysis.